Manufacturer narrative:
Three opened trocar cannula assemblies were received in a specimen container for the report of leaking trocars. The returned samples were visually inspected. Sample one and two were found conforming and sample three was found nonconforming with a cut in the septum. Conforming samples were leak tested and were found to be conforming. The finished goods lot was manufactured with six valve entry component lots. A device history record review for each of the component lots was conducted and no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that this is the first complaint received against the trocar lots for leaking. The returned samples included a damaged valve and two conforming valves. This complaint evaluation was not able to determine the root cause of the damaged valve since the damage is consistent with valve handling and could have occurred during manufacturing, use of the device, or return of the sample. An investigation has been opened to improve performance of the valves. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a trocar valve leaked during a vitrectomy procedure. The procedure was completed and there was no harm to the patient. A product sample was received at the manufacturing site and it is awaiting evaluation.